Manufacturer narrative:
A non-sterile prowler sel plus microcatheter and enterprise stent were received coiled inside in box of original packaging of enterprise inside of a plastic bag. The microcatheter was found separated in two pieces. The body of microcatheter was inspected and it was found bent and compressed section. The microcatheter was inspected under microscope and it was found bent and compressed section. In addition the stent was observed stuck in the inner of proximal section cut. A scanning electron microscope technical report was performed. Sem results show that the body surface and the braid wire presented evidence of elongation at the surroundings areas of the separation and cut conditions. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The ID from the microcatheter was measured and was found within specification according to document. The functional test could not be performer due to condition of the piece received. The failure reported by the customer that the microcatheter could have caused the stent to become stuck could not be evaluated. The moment of the separation was not defined; however sem results showed that the received catheter experienced a cutting event with a tool prior to the separation. The failure experienced by the customer and the damages found on the device could not be conclusively determined. Neither the analysis suggests that the failure reported could be related to the manufacturing process; additionally inspections are in placethat prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. The DHR review was not performed because the lot # was not provided.

Event description:
The contact at the medical center reported that the enterprise stent (enf451400/10398722) deployed somewhere inside the proximal end of the prowler select plus microcatheter (details unknown). It is unknown how the procedure was continued. Upon initial contact both the microcatheter and stent were being returned.

Manufacturer narrative:
The device was not returned therefore the root cause of the issue cannot be determined. A DHR review could not be performed because the lot # of the product was not provided. This report is related to MFR report # 1058196-2014-00315.